Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 28th january 2010 and performed to specification, alongside random manual power ons, up to the 9th february 2014. The device failed a self-test due to a low battery on the 16th february 2014 and remained in fault mode until the 12th march 2014. The device records multiple manual power ups of 10 minutes duration between the 23rd july 2014 and the 12th october 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.